Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the inverter board had shorted and had a black spot. The fse replaced the inverter board, which included the burnt components. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a burning smell from the optima xe centrifuge. The customer also reported noticing a black spot on the inverter board. No fire was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.